Event description:
The patient presented for right atrial (ra) lead revision. Oversensing noise was initially observed in january of 2017 during an in-clinic device check. The device was reprogrammed to avoid tracking the noise. The ra lead was capped and replaced on (B)(6) 2022. The patient recovered without any problems and was discharged home in stable condition.